Manufacturer narrative:
Patient information not provided/unknown. (B)(4). Device lot number not provided/unknown.

Event description:
It was reported that the driver (iipdtl) became stuck in the implant. Another implant was placed during the same procedure.

Manufacturer narrative:
One impdtl driver was returned for inspection. A visual inspection revealed that the driver was received with an implant stuck on it. The driver had signs of deterioration and stains. Also, the color band was broken. No device lot number was provided for the driver so a device history record review and a complaint history review could not be performed. During functional testing, the implant and the driver did not disengage. The alleged complaint is confirmed. A singular cause cannot be determined.

Event description:
It was reported that the driver (impdtl) became stuck in the implant. Another implant was placed during the same procedure.